Event description:
It was reported that during a lap bowel procedure that the trocar was leaking gas from the seal, losing pneumo in the abdomen. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.